Manufacturer narrative:
Lens was returned a microcentrifuge vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found no visible damage the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+3.5/082 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.